Event description:
The manufacturer received information in a relation to a repaired dreamstation auto CPAP alleging lung cancer. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer received information in a relation to a repaired dreamstation auto CPAP alleging lung cancer. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. In this report, in box c product brand name has been updated/corrected. In box e reporting institution name has been updated/corrected. In box g report source - other has been updated/corrected. In box h problem code, method code, results code and conclusion code has been updated/corrected.